Event description:
A patient with pre-existing renal insufficiency requiring dialysis therapy presented with acute myocardial infarction and cardiogenic shock, society for cardiovascular angiography and interventions stage e, with an initial lactate of 12.8 mmol/l and ph of 7.0. The patient required support with more than two inotropes/vasopressors as well as respiratory assistance. An impella cp device was inserted via the right femoral artery, followed by percutaneous coronary intervention of the left main and left anterior descending arteries. The first complaint was raised due to rapidly fluctuating placement signals; however, no immediate intervention was taken as the treating physician did not want any additional risk for this critically ill patient. After successful placement of the impella cp, the physician removed the peel-away sheath and exchanged it for the repositioning sheath. Subsequently, the controller generated an ¿impella in the aorta¿ alarm (second complaint), and fluoroscopy confirmed the device position in the aorta. Multiple attempts to reposition the device were unsuccessful, and a new impella cp was inserted. The case was coded as device repositioning and device revision or repacement.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> the cause of the hemodynamic instability was unable to be determined due to insufficient clinical details. The cause of the device in wrong position was unable to be determined due to insufficient clinical details. Device history lot ==> device lot: 1982340 device history batch ==> subcomponent lot: n/a device history review ==> the pump sn (B)(6) passed all the post sterile inspection checks.